Event description:
A shepherd .018 30g wire was used in an attempt to cross the proximal end of a complete total occlusion (cto) in the right superficial femoral artery. After multiple attempts to cross the cto with the wire, the wire broke during retraction, just proximal to the proximal 3cm tip. The fractured segment became stuck in a calcified branch or dissection plane. The fractured segment was unable to be removed and no snare was available. The procedure was aborted, and the patient was discharged after post procedure routine care. The patient was in stable condition.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
A shepherd .018 30g wire was used in an attempt to cross the proximal end of a complete total occlusion (cto) in the right superficial femoral artery. After multiple attempts to cross the cto with the wire, the wire broke during retraction, just proximal to the proximal 3cm tip. The fractured segment became stuck in a calcified branch or dissection plane. The fractured segment was unable to be removed and no snare was available. The procedure was aborted, and the patient was discharged after post procedure routine care. The patient was in stable condition.

Manufacturer narrative:
Complaint investigation is attached to this report.